Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer left pump plugged in for 30 consecutive minutes with no resolution. Additional supplies were sent. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and resolution; however, no response was received.